Manufacturer narrative:
Subject: qv otc customer called and said she had blood on her swab and asked if it would cause invalid results. Tss let her know we have done studies and found no cross-reactivity under 15% v/v. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further investigation could be conducted. The information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Qv otc customer called and said she had blood on her swab and asked if it would cause invalid results. Tss let her know we have done studies and found no cross-reactivity under 15% v/v.